Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device gave a "no shock advised" prompt for a simulated shockable rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The accuracy of the ECG analysis algorithm is tested against zoll's ECG rhythm database of actual patient rhythms, rather than off of a simulator. Analysis of reports of this type has not identified an increase in trend.